Manufacturer narrative:
The co2 issue is addressed in report # 1218950-2017-05152.

Event description:
It was reported to philips that the device's co2 failed. Upon receiving the device at the bench, the bench observed that they battery pins were bent on the device. There was no reported patient involvement.